Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ge5e, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported just getting out of the hospital. Her kidneys and stuff started shutting down. There were issues with her muscles, liver, kidneys, and heart; she was "pretty well gone." She had been in the hospital from (B)(6) 2015 to the night prior to this report. The healthcare provider (hcp) did not think her hospital visit was related to the device or therapy; they were checking her for cancer. This was noted to be sudden. Stimulation was then reported to have shut down. The patient couldn't set it as she did not have the patient programmer (pp). Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the reported issues and if they were resolved. This event will be updated if additional information is received.